Event description:
It was reported that in the CT suite, the patient was having a CT with contrast injection. The line was aspirated and flushed prior to the contrast injection. The catheter had been in place for 40 days but this was the first CT with power injector for this patient. The flow rate was 4 ml/sec. The contrast injector was set at 320 but it did not reach this as the injector did not alarm. The actual psi reached was not recorded. At the end of the scan the patient complained of pain in the arm, and on inspection there was extravasation at the left brachial vein site and therefore the catheter was removed. It was at that time that a rupture was noticed. As a result, a peripheral cannula was placed for CT, and the PICC line was removed and a new line was placed for therapy. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn #(B)(4).